Event description:
The device was explanted on (B)(6) 2011, due to pectoral location was eroding. The procedure took place at (B)(6) hospital, (B)(6). The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).